Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, partial delamination of valve and curved opening. A leak test was performed and found one opening and delamination of valve. A microscopic analysis identified a curved striated opening on radius side assessed as surgical damage and partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Patient reported right side reoperation due to "blood vessel ruptured and was fixed." Healthcare professional reported a right side "deflation." Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Patient reported right side reoperation due to "blood vessel ruptured and was fixed." Healthcare professional reported a right side "deflation." Device was explanted.